Manufacturer narrative:
An event of patient device interaction problem associated with thrombus, air/gas in device, and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during procedure, the patient's activated clotting time (act) levels measured 240-347 seconds and they were administered heparin. During procedure, transesophageal echocardiography (tee) noted a floating, "fiber-like" structure observed near the center of the retention disc. Suspecting thrombus, a decision was made to advance the delivery sheath close to the blood clot and aspirate with a syringe. It was reported air was found inside the sheath which affected the "action of reverse blood flow to the outside of the body". No air embolus was observed in the patient and no st elevation was noted. Additionally, an image was received from the account and it showed thrombus. Based on the information received, the root cause of the reported thrombus and air in device could not be determined. The reported improper or incorrect procedure or method appears to be related to user performed aspiration to remove thrombus. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd 964_catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue delivery sheath. The patient's most recent international normalized ratio (inr) was 0.97. The patient's last anticoaguation dose was taken on (B)(6) 2024. The patient's left atrial appendage (laa) measurements were as follows: laa orifice at widest = 25.2mm; laa depth = 33.5mm; laa landing zone = 23.0-29.4mm. During procedure, the patient's activated clotting time (act) levels measured 240-347 seconds and they were administered heparin. During procedure, transesophageal echocardiography (tee) noted a floating, "fiber-like" structure observed near the center of the retention disc. Suspecting thrombus, a decision was made to advance the delivery sheath close to the blood clot and aspirate with a syringe. It was reported air was found inside the sheath which affected the "action of reverse blood flow to the outside of the body". No air embolus was observed in the patient and no st elevation was noted. It was reported the image of the thrombus had almost disappeared during tee so when the delivery cable was released from the amulet, the tip of the delivery cable was checked after removal from the patient's body. It was found there was thrombus attached to the cable. The patient status was reported as recovered